Event description:
Ous MDR. During the implantation of the lexos vr, it was not possible to terminate ventricular fibrillation with a 20-j and a 30-j shock. Following this, 360-j shocks were delivered with an external defibrillator, of which the third external shock terminated the ventricular fibrillation. The shock impedances of the 20-j and the 30-j shocks were normal with 45 and 44 ohm. Next, an sq array lead was placed, and a lumax 340 vr-t was used instead of the lexos vr. Ventricular fibrillation was again triggered in the pt. The ICD delivered a 30-j and a 40-j shock, again without termination of the ventricular fibrillation. The shock impedances were normal with 65 ohm. In reaction, it was again shocked with an external defibrillator. Multiple shocks with 360 j were unsuccessful, as well as the following reanimation attempts and connection to the heart-lung machine. The pt died in the operating room. The two icds were not returned for analysis but providently kept by the district attorney's office. Also reported: lexos vr, MDR 1028232-2008-00096.

Manufacturer narrative:
Ous MDR. Both icds were not returned for analysis but providently kept by the district attorney's office. The analysis is therefore based on the existing production documents and the info provided for the analysis. The manufacturing processes of these devices were reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. Using the info made available for the analysis, the programming settings of the devices at the time of the implantation were studied. No anomalies were discovered. As a next step, the iegms of the devices were analyzed. Both devices detected the ventricular fibrillation as expected and reacted with the respectively pre-programmed shock therapy. The shock impedances measured during the shock deliveries - 44 and 45 ohm for the lexos vr and 65 ohm for the lumax 340 vr-t were normal. In summary, the devices were not returned. The analysis of the production documents did not indicate any manufacturing error. The data from the time of implantation that were provided for the analysis do not show any anomalies. In particular, the documented shock impedances allow the conclusion that the shock delivery was regular. There were no indications of a device defect.